Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H11: the actual device was received for evaluation. A visual inspection showed a separation between the check valve and the tubing. The reported condition was verified. The cause of the condition was determined to be the lack of solvent on the tubing due to improper automatic assembly. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set broke at the connection point 4. This was observed after it was removed from the package. There was no patient involvement. The set was replaced with a new tubing to resolve the issue. No additional information is available.